Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 valve within a pre-existing 25mm trifecta surgical valve (st. Jude) in the pulmonic position, the sapien 3 valve did not fully expand inside the surgical valve. A 26mm atlas balloon was used to attempt a surgical valve fracture. There was moderate pulmonic regurgitation and a 23mm sapien 3 valve was placed inside the valves with a good result. The patient was alive at the end of the procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application. Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. Per the instructions for use (IFU), valve dysfunction resulting in pulmonary valve symptoms is a potential risk associated with the use of the thv. According to the IFU and training manuals, correct sizing of the thv into the non-compliant rvot conduit or failing bioprosthesis is essential to minimize risks. Overall assessment and actual internal dimensions of the preexisting bioprosthetic valve are critical. Too small of a valve may result in paravalvular leak, migration, or valve embolization; whereas too large of a valve may result in residual gradient (patient-prosthesis mismatch) or rvot rupture. For thv-in-surgical valve procedures, size recommendations for the existing bioprosthesis true inner diameter (true ID) are listed in the IFU. Factors such as calcification and pannus tissue growth may not be accurately visualized in imaging and may reduce the effective inner diameter of the failing bioprosthesis to a size smaller than the ¿true ID¿. These factors should be considered and assessed in order to determine the most appropriate thv size to achieve nominal thv deployment and sufficient anchoring. The dimensions of the failed bioprosthesis should be determined so that the appropriate thv size can be implanted; and is best determined by using balloon sizing and/or computed tomography to perform the necessary measurements. Surgical valve ¿true ID¿ may be smaller than the labeled valve size. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The thv procedural training manual instructs the operator on proper assessment of the failed bioprosthesis where the thv will be implanted, taking into consideration the valve type, labeled valve size (ID and true ID), fluoroscopically visible components, and structural valve deterioration (calcification, leaflet thickness, presence of pannus and leaflet disruption). In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a product deficiency contributed to this adverse event. Per the report, the pulmonic regurgitation was likely caused by procedural factors (implant of a 26mm sapien 3 valve within a 25mm trifecta surgical valve and the surgical valve fracture). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.